Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, after the dissection part, harvester about to cauterize the branch. During the branch management part the metal part got separated from the silicon. There were no components of the device detached and required retrieving. Completed the procedure with the new one. There were no procedural delays. There was no patient harm or injuries reported.

Manufacturer narrative:
Trackwise - (B)(4). The lot #3000374795 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.